Event description:
After placement of the passeo-35 balloon in the 85% stenosis of the calcified and tortuous sfa lesion, the balloon ruptured at 5 bar during inflation. The patient is a male, (B)(6).

Manufacturer narrative:
On 10/4/16 - corrected the number referenced as the serial number from the lot number to the manufacturer's reference number. A technical investigation of the returned balloon catheter was conducted and the manufacturing history of the product was reviewed to determine whether there was any deviation that could account for this event. The microscopic analysis of the balloon surface revealed several scratch marks in the center of the balloon. The leakage originates from a deep, 1mm long scratch. The review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations no material or manufacturing related root cause was determined. The found scratch marks on the balloon surface indicate that the rupture of the balloon was most likely caused by the calcified lesion.